Manufacturer narrative:
Correction: updating with component code of patient lead.

Event description:
It was reported that the atrial lead was capped on (B)(6) 2025 due to oversensing noise. This oversensing was resulting in pacing inhibition. There were no patient consequences.